Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor a false positive results was obtained by the laboratory personnel. A repeat test was performed using pcr and the result was negative. Additionally, the laboratory personnel observed contamination. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The customer stated results were not reported out so there was no report of patient impact. Eua#: (B)(4).

Manufacturer narrative:
H6: investigation summary this memo is to summarize the investigation results for customer complaints alleging false positive and foreign material contamination when using the kit bd veritor for rapid detection of sars-cov-2 (ref# (B)(4) ) batch number 0267282. Bd quality performs a systematic approach to investigate false positive and/or foreign material contamination complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. A photo was returned confirming the allegation of foreign material. No trend against the foreign material contamination was identified. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor a false positive results was obtained by the laboratory personnel. A repeat test was performed using pcr and the result was negative. Additionally, the laboratory personnel observed contamination. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The customer stated results were not reported out so there was no report of patient impact. Eua#: (B)(4).